Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of chronic catheter placement procedure, the received package was allegedly damaged. There was no patient contact.

Event description:
It was reported that prior to a chronic catheter placement procedure, the received package was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows an opened package containing four packs in which the corner of the label was found to be peeled off was noted. The second photo shows an opened packages in which the outer package got damaged, and the inner plastic kit package was found to be undamaged was noted. Therefore, the investigation is confirmed for the reported package problem. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.